Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Explantation was necessary because of a fissure of the distal femur.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a gmrs stem was reported. The event was not confirmed. The reported device was not returned however photographs were provided for review. The photographs shows an implanted gmrs stem, only part of the stem was visible. From the photographs provided there is no obvious evidence of damage to the device. No medical records were received for review with a clinical consultant all devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. A revision procedure took place due to a fissure of the proximal femur. The exact cause of the event could not be determined because insufficient information was provided and the device was not returned . Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Explantation was necessary because of a fissure of the distal femur. Update: the fracture occured in the proximal femur.